Manufacturer narrative:
Patient identifier, age or date of birth, sex, weight, ethnicity, and race: unk. Implant date: unk. (B)(4).

Event description:
The reporter indicated that a 13.2mm micl13.2 of -11.5 diopter implantable collamer lens was implanted into the patient's left eye (os). Excessive vault reported. The lens remains implanted.